Manufacturer narrative:
H.10. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The investigation is confirmed for cannula self-activation and inconclusive for the alleged priming issues. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction. A review of the reported information indicates that model mc1820 biopsy instrument allegedly failed to prime and self-activated. This report was received from one source. Patient age, weight, and gender were not provided. This event involved one patient with no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided and a lot history review will be performed. Received one maxcore biopsy needle for evaluation. During evaluation the sample self activated. An xray was performed on the sample to view the cannula tang engagement. The xray showed that the cannula tangs were not fully engaging with the device housing. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the left bumper was missing. Additionally, the tangs did not appear to be damaged or deformed but were not able to lock securely into place while the device was disassembled. It was noted that the stylet hub cavity was unknown and cannula hub was from cavity 1. Therefore the investigation is confirmed for both failure to prime and self activation. The root cause is unknown. This device was labeled for single use.

Event description:
This report summarizes one(1) malfunction. A review of the reported information indicates that model mc1820 biopsy instrument allegedly failed to prime and self-activated. This report was received from one source. This event involved one patient with no reported patient injury.